Event description:
In 2003, a cortical bone screw broke while being inserted into the patient's femur for treatment of a compound fracture. The doctor decided to leave a portion of the broken screw in the patient's bone and inserted two other screws at the proximal side. Later in 2003, in a second surgery, the doctor replaced the fixator attached to the patient with a titan plate. In addition, he removed the portion of broken screw left in the bone.